Event description:
It was reported that during a percutaneous transluminal angioplasty and stenting procedure, a balloon detachment occurred. The lesion was located in the iliac vein. As the physician removed the xxl balloon dilation catheter from the right iliac vein, the physician noted that the balloon had "sheared off". The physician attempted to snare the detached balloon, but was not successful. The physician performed a CT scan, used ivus and took "multiple x-rays" but could not locate the detached balloon. The detached balloon was not recovered and remains inside the patient. The procedure was completed using this device. No further complications were noted and the patient's status was reported as "ok". Additional information has been requested and is not available.

Manufacturer narrative:
(B) (4). The condition of a pump with a bad keypad that will not open the channel or stop the pump was confirmed. Inspection of the device found that the cause of the reported condition was due to a damaged pump head module keypad. The pumps pump head module keypad was replaced to correct the reported condition. The device was returned to the customer fully operational. This issue is being investigated under CAPA (B) (4).

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported via paperwork that the i.v. Tube would not go through the holder. It is unknown when this event occurred. There was no patient injury or medical intervention associated with this event. This pump contains user interface module master software (B) (4) which is categorized as a remediated colleague 2006 pump. During service, it was found that the i.v. Tube would not go through the holder due to a bad pump head module keypad. The pump head module keypad would not open the channel or stop the pump.